Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the present impactor was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Note that the instrument has been manufactured in 2007. It is clearly visible that this impactor has been used in many applications (complete instrument is baldly worn and damaged). No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: unknown month, unknown date 1920. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade could not be closed during the operation. They had to get it out then the distal end of the blade inserter broke. They say the aiming arm is not aiming well, the blade clogs in the protection sleeve, and damages can be seen on it. This is report 3 of 6 for (B)(4).